Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances. The values were greater than 2000 ohms. An x-ray was performed which confirmed the lead was fractured. The lead damage appeared to be a subclavian crush. The lv lead was explanted and replaced. There were no additional adverse patient effects.